Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen cracked after being dropped, and the pump was confirmed nonfunctional with loss of water resistance, necessitating device replacement and backup therapy. Symptoms included no reported adverse physiological effects and no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and planned replacement of the device with instructions to sync data and return the damaged unit. Investigation included review of user reports and operational status verification. Investigation of this device revealed physical damage to the display component consistent with accidental impact, resulting in a nonfunctional pump with compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.